Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number was too long for the field (B)(6).

Event description:
It was reported that during an atypical flutter procedure an intellanav stablepoint open-irrigated catheter was selected for use. The catheter temperature sensor was not working properly, as more than 60 degrees were measured in the blood pool. No error messages were displayed. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.